Event description:
It was reported that there was a total occlusion in the sfa. Resistance was felt as the balloon was advanced over the guide wire, and a disconnect was felt with the guide wire. When the guide wire was removed it was found that approximately 25-30 cm at the guide wire transition was separated. The separated piece was removed inside the balloon without any intervention being performed. No additional info was available.